Event description:
As reported by the user facility: it was the pt's second 3-hour taxol treatment. For the first hour it was titrated slowly. During the second hours, noticed volume of bag to still be around 500 ml. Line still intact and unclamped. The volume in the pump still read about 330 ml vtbi. Paclitaxel. Primary line in the pump and piggy-backed to the normal saline and prot closet to the pt. Filter was used on the primary line and located in the tubing closet to the patient. When incident was observed, vtbi in pump was about 330 ml (in bag about 500). The time in the pump read that the pump had about 1 hour and 10 minutes left to go 260 ml. Volume that was supposed to be infused was about 230 ml. But the volume in bag still read at about 500 ml. So only about 60-90 ml was infused. It was the primary line taxol tubing that was used. MFR 9610825-2013-00374